Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that her husband was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 197 mg/dl at the time of call. The customer's spouse stated that they treated her high blood glucose with IV and insulin drip. The customer's spouse stated that they have been treating her husband's high blood glucose with manual injections since the hospitalization happened. The time of the hospitalization was 1:30pm and the date of the hospitalization was (B)(6) 2015. The customer's spouse was advised customer to change entire set, reservoir, insulin and treat per health care provider's instructions. Troubleshooting found a no delivery alarm. The customer will be sent a tubing clamp and was advised to call back to perform high pressure test. The insulin pump will not be returned for analysis.